Manufacturer narrative:
The field service engineer (fse) replaced the pipettor, aspirate probes and peristaltic pump tubing, cleaned the wash tower, adjusted the high voltage on the transducer and adjusted the mixer speed. The fse performed a passing system check but high sensitivity (hs) system check failed. The fse then replaced the wash wheel bearings and cleaned the wash wheel. The fse installed new mixer rollers, belt and pivot assembly. The fse replaced the peristaltic pump tubing and aspirate probes, adjusted the gantry/pipettor to the reaction vessel (rv) position. The fse also replaced the transfer belt and clips. The fse performed all necessary adjustments and calibrations and noted hs system check continued to fail. In addition, the fse noted the transducer was bent and replaced the transducer; hs system continued to fail. The fse noted system check had been passing. The fse then adjusted the gantry to align with the rv position, cleaned the analytical module, cleaned the incubator belt and replaced all the rv holders. The fse calibrated the belt and verified all alignments including the wash arm alignments. The fse primed the system and completed hs system check and noted hsinc passed but hsson did not. On (B)(4) 2014, the fse replaced and cleaned the peristaltic pump tubing and rollers as well as the aspirate probes. The analytical module was removed and the mixing area inspected. The fse replaced the mixer pulleys. The fse noted plastic shavings in one of the mixing wells and other wells had dark residue inside. The fse inspected the pinch rollers and cleaned the mixing wells. The analytical module was reinstalled and a passing aspiration test was obtained. The fse completed a passing system check with a washed percent coefficient of variation (%cv) of (B)(4). The fse then performed hs system check and noted it failed. On (B)(4) 2014, the fse noted system check failed and replaced the analytical module and verified all alignments including the pipettor to the rv alignment; system check failed due to pipettor z motion errors. The service call was escalated to national product specialist support. All related medwatch reports associated with this incident: 2122870-2014-00352, 2122870-2014-00353, 2122870-2014-00354.

Event description:
The customer reported non-reproducible troponin I (access® accutni+3) results, for three patients, involving the unicel® dxc 600i synchron® access® clinical system. This report is one of three referencing the patient on the event date noted. An initial result of 0.06 ng/ml was obtained. Subsequent testing of the patient's sample, on the same instrument, produced results of 0.59 ng/ml and 0.10 ng/ml. The customer was uncertain if any of the results were released out of the laboratory and was not aware of any impact to patient care. There has been no report of patient injury or change in patient treatment associated with this event. Per laboratory protocol, samples with troponin I results greater than (>) 0.04 ng/ml are reanalyzed. The patients' samples were collected in 13x100 mm becton dickinson (bd) lithium heparin plasma tubes and centrifuged at 3,400 rpm (rotations per minute) for ten minutes, at room temperature. The sample is then poured off and centrifuged in a micro-centrifuge at 13,000 rpm for five minutes, at room temperature. The sample is then analyzed on the closed tube aliquoter (cta) in an insert cup. No sample integrity issues were noted, and no instrument errors were observed. Quality control (qc) is performed every 24 hours and no issues were noted. In addition, system check and precision test were within specifications. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
Additional information: on 04/29/2014, the fse and national products specialist assessed the instrument at the customer's facility. The fse noted certain alignments were off and primed the instrument then performed an excercisor. The fse then completed system check, high sensitivity system check, and a 30-replicate precision test - all test results passed within specifications. The fse and national hardware specialist loaded patient samples directly onto the instrument and through the closed tube aliquoter (cta) unit. The fse noted precision, between the samples loaded directly on the instrument and through the cta, passed. The fse then performed a 20-replicate precision test utilizing diluted s1 calibrator and noted all values recovered at 0.03 ng/ml. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to system hardware, although a specific hardware component was not identified as the singular cause of the event. A definitive root cause is unknown.